Event description:
It was reported that catheter entrapment and tip detachment occurred. The 100% stenosed target lesion was an in-stent restenosis lesion located in the moderately tortuous, moderately calcified and 5mm in diameter superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced over a non-bsc guide wire for dilatation. It was a hard lesion and either the guidewire or the balloon kinked. The balloon became stuck with the wire and the balloon tip got detached. The tip was removed with the guide wire and no segment of the device remained inside the patient's body. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment and tip detachment occurred. The 100% stenosed target lesion was an in-stent restenosis lesion located in the moderately tortuous, moderately calcified and 5mm in diameter superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced over a non-bsc guide wire for dilatation. It was a hard lesion and either the guidewire or the balloon kinked. The balloon became stuck with the wire and the balloon tip got detached. The tip was removed with the guide wire and no segment of the device remained inside the patient's body. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good. Returned product consisted of a coyote es balloon catheter in two pieces. The distal shaft was returned with a jupiter .014 guidewire in the lumen. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated/torn 117.5cm from the hub. The fractured/separated ends of the distal shaft are stretched and jagged which indicates the shaft separation was due to tensile forces. There are numerous hypotube and shaft kinks. The shaft is buckled in numerous locations. The tip is damaged. The damage seen is consistent with the damage seen with the use of a guidewire. The device was soaked in a water bath for 8 days and the guidewire was unable to be removed from the catheter due to the severe buckling. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulty.